Event description:
The remb reciprocating saw was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed the device caused a bias current error to be displayed by the service technician through functional evaluation. Upon disassembly, the technician found the motor assembly, including the press plug, was worn.